Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/recall number: z-0958-2020. (B)(4). S/w 2.9d. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08740 inches. No under/over delivery anomaly noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or unexpected alarms noted during testing. Unit also communicated properly with the test bg meter. The test value of 5.2 mmol/l from the meter was sent to the pump and displayed on the pump screen. No pump error 63 noted during self test. Pump trace download confirmed pump error 63 (variable 3), problem isolated to the keypad. Unit had minor scratched display window, scratched display window cover, scratched case, cracked case at the corner of the belt clip rail, keypad overlay texture damage, pillowing keypad overlay, cracked retainer and a faded end cap address label.

Event description:
Medtronic received information that possible under delivery anomaly occurred. There was an allegation of hyperglycemia as a result of this event.